Manufacturer narrative:
The main component of the system and other applicable components are: product ID 7426, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator.

Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with neurostimulators for parkinson dual. It was reported that they had no concerned about battery longevity but the patient's therapy seemed to decreasing. It was indicated that both implantable neurostimulator(ins) battery voltage were at 3.72v. The longevity was calculated for both ins, the right stn: 1- 3+ 2.9v, 60pw, 130 rate, 1282 ohms and left stn: 1- 3+ 3.5v, 60pw, 185 rate, 1544 ohms, right stn: 94 months, left stn: 70 months. It was noted that the change in therapy was gradual. A week later, rep further provided that the decreasing in therapeutic effect has been resolved. The voltage was adjusted on (B)(6) 2016. The cause of decreasing therapeutic effect was not determined. The patient has also been scheduled for ins replacement; the date was unknown at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.